Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. Upon releasing the device with decent numbers, the lp became device dislodged. The lp was retrieved and replaced on (B)(6) 2026. The lp helix was found to become stretched. The patient was stable.

Event description:
New information received notes that the leadless pacemaker (lp) became free-floating and was retrieved from the atrium.